Manufacturer narrative:
(B)(4). Investigation summary: "no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that both prongs on the handle broke off. No surgical delay.